Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during cycle 1. The patient's largest prescribed fill volume (lpfv) was 500 ml and the drain volume was 814 ml, which met iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the nurse to notify her of the iipv found during evaluation. The nurse acknowledged the information and stated everything is fine.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Review of the device logs had revealed an increased intraperitoneal volume (iipv). External & internal visual inspections revealed no problems. A service history review revealed that no issues that may have contributed to the iipv. The cause of the iipv was determined to be insufficient drain due to false empty detect at initial drain. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).